Manufacturer narrative:
Film review: two mp4 files are submitted for review. The first file shows the initial aortogram at the time of treatment. Access is achieved via the left common femoral artery. This shows a large infrarenal aaa. As per clinical report this measured 70mm. There is 20 degree angulation and 24 mm diameter of the neck by clinical report. No CT images are provided but by report there was no thrombus in the neck. There is marked tortuosity of the iliac arteries. The right common iliac artery is aneurysmal and the left is ectatic. The second file is an non subtracted angiogram performed after endograft implantation. The right hypogastric artery has been coil embolized. A portion of the coil extends into the right external iliac artery. A bifurcated endograph is in place with a distal right iliac attachment. The proximal attachment is in the infrarenal aorta several centimeters below the renal arteries. The right distal attachment is in the external iliac artery. This covers the malpositioned coil segment. The left distal attachment is in the left common femoral artery. A marker catheter is positioned just above the proximal attachment. Contrast injection shows an endoleak originating in the aortic segment of the endograft. There is no evidence of distal attachment endoleak. There is a significant stenosis at the right distal attachment. Conclusion: there are two components to this complaint. The first involves an iliac limb component that had tip separation during attempted implantation. I was provided no images or relevant information regarding this event. Apparently the device was returned for evaluation. I will assume benchtop analysis of this endograft component will result in further understanding of this issue. The second involves a proximal endoleak that was noted after endograft implantation. We were provided with very limited information; especially clinical images. This makes analysis difficult. Only a single, unsubtracted, frontal view abdominal aortogram was provided for review of the endoleak. Pre-implantation angiogram shows a large aaa with an angulated neck. No CT images are provided to assess for thrombus and calcium in the neck. No thrombus was present as per clinical report. On the post implantation angiogram the marker catheter was positioned above the proximal attachment. In this position, we cannot accurately assess whether there is a type 1a endoleak or type 3 fabric compromise in the aortic segment. The catheter should have been withdrawn into the aortic cuff to evaluate the integrity of the graft material. Oblique and lateral views should have been obtained as well. The clinical report notes that the endoleak worsened with repeat balloon dilation. We have no images before and after this to determine if this is true. Aneurysms with angulated necks can present a challenge during endograft placement. Careful determination of optimal landing site must be done to ensure correct orientation of the proximal attachment. In my practice, we always have endoanchors available when treating angulated necks. In cases with persistent type 1a endoleaks after balloon dilation, these anchors can often resolve the leak. In this case,there was certainly sufficient proximal neck available to place an aortic cuff as well. It is unclear if this was considered at the time of the procedure. Although the pre implantation angiogram shows plenty of length in the aneurysm neck the post implant angiogram shows the proximal attachment several centimeters below the renal arteries. Optimal placement would have been just below the left renal artery to maximize wall opposition and proximal attachment seal. The position of the proximal attachment in this case was suboptimal. This increases the probability of proximal endoleak both at time of placement and over time after the procedure. Additional clinical information and images would help clarify this event. CT images pre and post procedure, additional views and catheter position in the completion angiogram, and clinical information regarding any difficulties encountered during the procedure are important for full assessment. From the information provided I believe this event is secondary to procedural factors and not manufacturing issue or product defect. Complaint conclusion: as reported, the tip of the 13mm x 14cm iliac limb incraft was broken during implantation and analysis showed a separation. In addition, when a 30mm aortic bifurcate stent graft system was implanted, an endoleak (unclear if it was type iii or I) was found and became more obvious after post-dilatation. During the operation, the patient vomited severely, and the blood pressure fluctuated significantly. There was no reported patient injury. The admitting diagnosis was an abdominal aortic aneurysm. The patient had an elective follow up visit approximately nine days after the index procedure. The patient had no previous allergies and medical history of other diseases. The maximum diameter of the subrenal abdominal aortic aneurysm was 70mm. The angulation was 20 degrees and 45 degrees. The diameter was approximately 24mm and the tumor neck was 30mm. The access site was the bilateral femoral arteries. There was no obvious thrombus in the landing zone of the tumor neck, of the bilateral iliac arteries or of the supra-renal zone. Ipsilateral access was with a .35 guidewire. A 6f var atp catheter and a 6f pit tail angiographic catheter was used in the procedure. The diagnostic catheter was withdrawn into a position above the bifurcation after the subrenal landing zone was determined. There was some resistance/friction noted during pullback of the guidewire. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was also aligned with the contralateral iliac artery. The bifurcate expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system: the position of the graft edge markers remained fixed while retracting the sheath. The limb prosthesis expanded fully with good apposition to the bifurcate legs. Post-dilatation was performed with a coda compliant balloon in line with the in IFU. The bifurcate was fully expanded and apposed to the vessel walls after post-dilation and the limb prosthesis was also fully expanded and apposed to the bifurcate after post-dilation. There was no thrombus noted post deployment. The cranial edge marker was placed between the minimum and maximum overlap markers of the bifurcate. The endoleak type was suspected to be type iii leak or unexplained leak or type I leak. It was treated with proximal balloon post-dilatation, but the effect was not obvious. During the operation, the patient vomited severely, and the blood pressure fluctuated significantly. Two postoperative angiography leak images, a postoperative angiography leak video and a preoperative angiography video were provided. Unable to open moving image clips, as supplied. Image 1 showed an incraft device with a separated nose cone on a sterile field. Image 2 showed a deployed incraft stent graft system. A guidewire (unknown) was noted to be in situ through the right iliac artery. A diagnostic catheter (unknown) with marker bands was in situ in the left iliac artery. No anomalies were noted. One of the products was returned for analysis. (B)(6) one non-sterile aaa iliac limb 13mm x 14cm delivery system was received for analysis inside a plastic bag. Per visual analysis, the distal section of the incraft iliac limb was observed broken- separated. The separated nose-cone component was not returned for evaluation. The aaa iliac limb was observed in place, not deployed. No other anomalies observed. Per functional analysis a deployment of the limb was successfully performed. Per microscopic analysis the cranial edge of the limb revealed no anomalies on the suture loops. Elongations on the separated area of the hypotube were observed. Per sem analysis the separated area of the hypotube of the limb hypotube presented evidence of ductile dimples. The received separated guidewire presented cup and cone-like shape and ductile dimples. The ductile dimples found on the hypotube, as well as the cup and cone-like shape found on the received guidewire, are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the material of the hypotube experienced a tensile force that exceeded the hypotube material yield strength prior to the separation. No other anomalies were observed. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿nose-cone-damaged¿ was confirmed through analysis of the returned device. The damages confirmed on the returned devices indicates the application of excessive forces on the devices. The reported ¿bifurcated aortic prosthesis endoleak¿ was confirmed through analysis of the procedural images provided by external physician review. The exact cause of the event could not be determined during analysis. Based on the information available for review, implantation several centimeters below the optimal placement may have contributed to the event. According to the safety information in the instructions for use ¿cautions: once cranial position has been identified, do not move the patient or imaging equipment, as it may compromise accuracy of prosthesis placement. The diagnostic catheter can be removed prior to deployment. However, if it is not removed until after deployment, ensure that the tip is straightened (for example, if it is pigtail catheter) with a guidewire before removal so that the prosthesis is not subject to migration. When aligning the position of prosthesis, be sure the fluoroscope is angled perpendicularly to the center line of the infrarenal aorta to avoid parallax or other source of visualization error that could impact proper positioning. Some cranial-caudal angulation of the image intensifier tube may be necessary to achieve this, especially if there is anterior angulation of the aneurysm neck. Using the contralateral side marker as a reference, orient the aortic bifurcate prosthesis so that the contralateral side marker is aligned with either the contralateral iliac artery or the desired position. Ensure that the prosthesis position has been maintained with respect to the lowest renal artery. Confirm with injection through angiographic catheter as necessary. If needed, correct position of the bifurcate cranial edge markers under fluoroscopic guidance.¿ neither the procedural images nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. Please note that this report is related to the details submitted under manufacturing report number 9616099-2021-04968.

Event description:
As reported, the tip of the 13mm x 14cm iliac limb incraft was broken during implantation and analysis showed a separation. In addition, when a 30mm aortic bifurcate stent graft system was implanted, an endoleak (unclear if it was type iii or I) was found and became more obvious after post-dilatation. During the operation, the patient vomited severely, and the blood pressure fluctuated significantly. There was no reported patient injury. The admitting diagnosis was an abdominal aortic aneurysm. The patient had an elective follow up visit approximately nine days after the index procedure. The patient had no previous allergies and medical history of other diseases. The maximum diameter of the subrenal abdominal aortic aneurysm was 70mm. The angulation was 20 degrees and 45 degrees. The diameter was approximately 24mm and the tumor neck was 30mm. The access site was the bilateral femoral arteries. There was no obvious thrombus in the landing zone of the tumor neck, of the bilateral iliac arteries or of the supra-renal zone. Ipsilateral access was with a .35 guidewire. A 6f var atp catheter and a 6f pit tail angiographic catheter was used in the procedure. The diagnostic catheter was withdrawn into a position above the bifurcation after the subrenal landing zone was determined. There was some resistance/friction noted during pullback of the guidewire. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was also aligned with the contralateral iliac artery. The bifurcate expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system: the position of the graft edge markers remained fixed while retracting the sheath. The limb prosthesis expanded fully with good apposition to the bifurcate legs. Post-dilatation was performed with a coda compliant balloon in line with the in IFU. The bifurcate was fully expanded and apposed to the vessel walls after post-dilation and the limb prosthesis was also fully expanded and apposed to the bifurcate after post-dilation. There was no thrombus noted post deployment. The cranial edge marker was placed between the minimum and maximum overlap markers of the bifurcate. The endoleak type was suspected to be type iii leak or unexplained leak or type I leak. It was treated with proximal balloon post-dilatation, but the effect was not obvious. During the operation, the patient vomited severely, and the blood pressure fluctuated significantly. Two postoperative angiography leak images, a postoperative angiography leak video and a preoperative angiography video were provided. The iliac limb incraft will be returned for evaluation; however, the aortic bifurcate stent graft will not be returned as it was implanted inside the patient¿s body.

Manufacturer narrative:
The tip of the 13mm x 14cm iliac limb incraft was broken during implantation and analysis showed a separation. In addition, when a 30mm aortic bifurcate stent graft system was implanted, an endoleak (unclear if it was type iii or I) was found and became more obvious after post-dilatation. During the operation, the patient vomited severely, and the blood pressure fluctuated significantly. There was no reported patient injury. The admitting diagnosis was an abdominal aortic aneurysm. The patient had an elective follow up visit approximately nine days after the index procedure. The patient had no previous allergies and medical history of other diseases. The maximum diameter of the subrenal abdominal aortic aneurysm was 70mm. The angulation was 20 degrees and 45 degrees. The diameter was approximately 24mm and the tumor neck was 30mm. The access site was the bilateral femoral arteries. There was no obvious thrombus in the landing zone of the tumor neck, of the bilateral iliac arteries or of the supra-renal zone. Ipsilateral access was with a .35 guidewire. A 6f var atp catheter and a 6f pit tail angiographic catheter was used in the procedure. The diagnostic catheter was withdrawn into a position above the bifurcation after the subrenal landing zone was determined. There was some resistance/friction noted during pullback of the guidewire. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was also aligned with the contralateral iliac artery. The bifurcate expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system: the position of the graft edge markers remained fixed while retracting the sheath. The limb prosthesis expanded fully with good apposition to the bifurcate legs. Post-dilatation was performed with a coda compliant balloon in line with the in IFU. The bifurcate was fully expanded and apposed to the vessel walls after post-dilation and the limb prosthesis was also fully expanded and apposed to the bifurcate after post-dilation. There was no thrombus noted post deployment. The cranial edge marker was placed between the minimum and maximum overlap markers of the bifurcate. The endoleak type was suspected to be type iii leak or unexplained leak or type I leak. It was treated with proximal balloon post-dilatation, but the effect was not obvious. During the operation, the patient vomited severely, and the blood pressure fluctuated significantly. Two postoperative angiography leak images, a postoperative angiography leak video and a preoperative angiography video were provided. Unable to open moving image clips, as supplied. Image 1 showed an incraft device with a separated nose cone on a sterile field. Image 2 showed a deployed incraft stent graft system. A guidewire (unknown) was noted to be in situ through the right iliac artery. A diagnostic catheter (unknown) with marker bands was in situ in the left iliac artery. No anomalies were noted. An iliac limb was returned for analysis (B)(4) one non-sterile aaa iliac limb 13mm x 14cm was received for analysis inside a plastic bag. Per visual analysis, the distal section of the iliac limb was observed broken- separated. The separated nose-cone component was not returned. The aaa iliac limb was observed in place, not deployed. No other anomalies observed. Per functional analysis, a deployment of the limb was successfully performed. Per microscopic analysis the cranial edge of the limb was inspected and no anomalies on the suture loops were observed. Also, the separated area of the hypotube was inspected and elongations could be observed. Per sem analysis the separated area of the hypotube of the limb revealed evidence of ductile dimples. And the separated guidewire revealed cup and cone-like shape and ductile dimples. The ductile dimples found on the hypotube, as well as the cup and cone-like shape found on the guidewire, are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the material of the hypotube was induced to a tensile force that exceeded the hypotube material yield strength prior to the separation. No other anomalies were observed during sem analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿nose-cone separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors such as excessive force may have contributed to the event as evidenced by ductile dimples noted on the device during analysis. The reported ¿vomiting¿ and ¿blood pressure fluctuation¿ could not be confirmed. The reported ¿bifurcated aortic prosthesis endoleak¿ is awaiting film analysis by external physician review. Neither the procedural images nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. Please note that this report is related to the details submitted under manufacturing report number 9616099-2021-04968.